Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has cause or contributed to pt injury previously. Device issue: shaft separation. It was reported that during an attempt to place a xience stent, it was noted that another company's 6f guiding catheter was small for the devices being used. During the attempt to position the xience stent, an attempt was made to pull back; however, resistance was encountered with the guiding catheter. Force was applied and the shaft separated at the hypotube and the hub. No additional event or patient info is available. This event is being reported based on the lab analysis of the returned device, which revealed that there was a distal shaft separation.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the inflation lumen. There was no contrast visible. There was fluid visible in the balloon and inflation lumen. The stent implant was stationary on the balloon and between the markers. There was no damaged noted to the stent implant. The balloon was tightly folded. There was a tear in the guide wire exit notch for a length of 8 mm. The material was stretched and jagged. There was a separation of the shaft, 8.5 cm proximal to the guide wire exit notch at the mid point of the shaft and the hypotube. There was a kink in the shaft, 5 mm distal to the separation. There were five bends in the hypotube, 5 cm, 9 cm, 29 cm, 49 cm and 66 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The tip seal length was 1 mm. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. The sds was unable to test functionally due to the separation of the shaft. Product performance engineering determined that the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The used guiding catheter was too small for the devices being used in the procedure and the pt anatomy was not described in the case details. A tear in the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the sds in an opposite direction as the guide wire. The used guide wire was not returned, which may have assisted in the investigation. It was confirmed that the shaft was separated 8.5 cm proximal to the guide wire exit notch at the mid joint of the shaft and the hypotube. Additionally, it was found that the material at the separation was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). This is consistent with the incident details that force was applied during the attempt to remove the sds once resistance was encountered. Also, it was reported that the guiding catheter may have been too small for the devices used in the case. It should be noted that the instructions for use (IFU) states, "should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit", and "applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components." The guiding catheter was not returned for analysis, which may have assisted in determining the exact cause of the resistance experienced. To ensure this type of difficulty is not the result of a manufacturing issue, all sds are subject to various visual, dimensional and functional inspections during the manufacturing process. Also noted were several bends in the hypotube and a kink in the shaft, 5 mm distal to the separation. It is possible this damage occurred during or after the procedure, as no damage was observed during product inspection prior to use. The reported device discrepancies appear to the related to the circumstances of the procedure and not a product quality issue. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this complaint . This MDR is considered closed by the product performance group.